Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she recently had a blood glucose level of 463 mg/dl. The customer stated that she had some tea that she thought was unsweetened, but was not. Customer also reported that during this incident her infusion set was not attached correctly. The customer reported an additional incident in which she had a high blood glucose level that was treated by manual injection. The insulin pump was not replaced or returned for analysis.